Manufacturer narrative:
Testing and investigation found the device did not sound an audible tone. This was due to a broken black wire. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The engineering department reported that the "beeper does not always function." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.